Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was in clinical use at the time of event. Customer was performing diagnostic procedure and procedure was completed by deleting the previously stored patient data. Review of the system log file showed that malfunctioning frontal ip-pc. The philips field service engineer (fse) inspected the system onsite and confirmed that the allura xper fd10 indicating that the device gave an error stating the image disk had a problem. Fse found that there was a problem with the ippc. Fse replaced defective ip pc and redownload board software of ippc. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the device gave an error stating the image disk had a problem, preventing the user from performing cine and fluoroscopy. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.